Manufacturer narrative:
The lens was returned in liquid, in the lens vial. Visual inspection found no visible damage to the lens. H6-lens work order search: no similar complaint type events reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that as the surgeon was loading a 13.2mm micl13.2 implantable collamer lens, -10.5 diopter, it tore. This occurred on 11-oct-2018. This was reportedly due to a loading error. There was no patient contact and a back-up lens was used. Additional information is not available.

Manufacturer narrative:
Corrected data: corrected to: "unknown" the reporter indicated that as the surgeon was loading a 13.2mm micl13.2 implantable collamer lens -10.5 diopter, it tore during loading. The cause of the event was due to loading error. There was no patient contact. A back-up lens was used. No other information was provided. Device evaluation corrected to: " no lens in box. The lens vial was returned empty." (B)(4).